Manufacturer narrative:
The event has been reported with a delay due to our retrospective examination of the record. At the time (2018) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we have reported it now. Getinge became aware of an issue with powerled 300+dfk. As it was stated, some paint chipping was noticed. There was no injury reported however we decided to report the issue in abundance of caution and based on the potential as any particles of paint falling off into sterile field or during procedure may lead to contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event since the paint surface detached. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. The involved zone on the device has visual indications due to stagnation of aggressive disinfectant and detergent products. Large deterioration painted surfaces peeling off is far advanced which indicates that it must have started years ago and first detected should have been observed during daily and monthly checks. To avoid problem with paint chipping it is recommended to using disinfectant and detergent products listed in the user manual. We believe that devices in the market are performing correctly overall. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 4th january, 2018 getinge became aware of an issue with powerled 300+dfk. As it was stated, the paint chipping was noticed. There was no injury reported however we decided to report the issue in abundance of caution and based on the potential as any particles of paint falling off into sterile field or during procedure may lead to contamination.